Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that one cannula holder had a crack and could not be used. To aid in the investigation, one sample with the plastic shield and one photo were provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifiers lens. The needle hub has a crack and no other defects or imperfections were observed. The photo provided shows the sample received. This defect could occur if the needle hub was not properly centered in the fixture when the plastic shield was being assembled inducing the symptom reported by the customer. A device history record review was completed for provided material number 302047, lot number 9193528. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Settings of the shielder were verified finding them all acceptable and we are paying special attention to the shielder during production. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that the needle hub was not properly centered in the fixture when the plastic shield was being assembled inducing the symptom reported by the customer. Setting of the shielder were verified finding them all acceptable. Special attention to the shielder is being paid.

Event description:
It was reported that the needle ns 30ga 1/2in bns yel hub tw euro experienced a needle hub hole/crack/damaged. The following information was provided by the initial reporter: 1 cannula holder had a crack and could not be used.